Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.